Event description:
It was reported that the unspecified bd pen needle was unable to deliver insulin/medication. The following information was provided by the initial reporter: material no: unknown; batch no: unknown. Consumer reported, no insulin flow when taking injection. She indicated, she was unaware of "priming" prior to injection until she did some troubleshooting with the manufacturer of her insulin pen. Will prime going forward.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to batch being unknown, no DHR can be completed.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd pen needle was unable to deliver insulin/medication. The following information was provided by the initial reporter: material no: unknown. Batch no: unknown. Consumer reported, no insulin flow when taking injection. She indicated, she was unaware of "priming" prior to injection until she did some troubleshooting with the manufacturer of her insulin pen. Will prime going forward.